Event description:
Caller reported patient blood glucose results of 466 mg/dl, 409 mg/dl, and 154 mg/dl on advantage system 1, 154 mg/dl on advantage system 2 within 18 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was not implanted as there was difficulty advancing the is-1 lead into the header. No adverse patient effects were reported.

Manufacturer narrative:
This medwatch is for advantage system 2. Please see medwatch with (B)(4) for report on advantage system 1.